Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the recharger wouldn't do anything or power on whenever they tried to recharge the implantable neurostimulator (ins); pt confirmed that the recharger was blank/ unresponsive. Patient services (pss) walked the pt through resetting the recharger, however the recharger still wasn't powering on. Pt confirmed that the desktop charger green light was on and that there was no apparent damage to the desktop charger connector pin. The issue was not resolved. An email was sent to the repair department to replace the recharger. Additional information was received from a patient (pt). It was reported that the battery in the recharger they just received has depleted now and once again not taking a charge when plugged into the desktop charger (dtc). Caller confirmed no physical damage in dtc connector pin nor recharger (insr) connector port. Reset the insr on the call and confirmed seeing charge your recharger informational message. A replacement desktop charger was sent out.

Manufacturer narrative:
Concomitant medical product: product ID 37761, serial# (B)(6), product type recharger product ID 37751, serial# (B)(6): product type recharger h3: analysis of the recharger (product ID 37751, serial# (B)(6)) found it was scrapped due to a failed digital board with no telemetry. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), h3. Analysis found that the cable assembly had a bent connector pin at the end of the cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the recharger wouldn't do anything or power on whenever they tried to recharge the implantable neurostimulator (ins); pt confirmed that the recharger was blank/ unresponsive. Patient services (pss) walked the pt through resetting the recharger, however the recharger still wasn't powering on. Pt confirmed that the desktop charger green light was on and that there was no apparent damage to the desktop charger connector pin. The issue was not resolved. An email was sent to the repair department to replace the recharger. Additional information was received from a patient (pt). It was reported that the battery in the recharger they just received has depleted now and once again not taking a charge when plugged into the desktop charger (dtc). Caller confirmed no physical damage in dtc connector pin nor recharger (insr) connector port. Reset the insr on the call and confirmed seeing charge your recharger informational message. A replacement desktop charger was sent out.